Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the medical records submitted by the attorney, the patient has been treated for multiple hernia recurrences. Recurrence is mentioned as a possible adverse reaction in the composix mesh instructions for use. The patient's repairs have been made with both bard and non-bard products. The medical records show that during the procedure on (B)(6) 2008, one of the previous mesh products had appeared to fold back on itself. However, records do not indicate which of the mesh products was being referred to. There is no reference to an explant of any devices, and portions of the old mesh were used in that repair. The patient also has a history of adhesions. Currently, it is unknown whether or not the device may have contributed to the event. No product has been returned and no conclusion can be drawn at this time. Refer to MDR 1213643-2011-0092 for the second composix kugel mesh implanted on (B)(6) 2007.

Event description:
Based on a review of the medical records provided by patient's attorney: (B)(6) 2006 - repair of incisional ventral hernia, nissen fundoplication, repair of paraesophageal hernia using an alloderm regenerative tissue matrix. (B)(6) 2007 - laparoscopic-assisted ventral hernia repair using two composix kugel meshes, kugel patches placed in line with previous repair. Multiple adhesions throughout the abdomen. Procedure was converted from laparoscopic to open due to multiple weaknesses along previous incision. On (B)(6), 2008 - ventral hernia repair with parietex mesh. Defect occurred at inferior position of previous repair. At least one piece of mesh appeared to have folded back on itself. Small bowel adhered to mesh. Adhesions taken down using dissection. No enterotomies or serosal injuries. Portions of old mesh used alongside new mesh to repair defect. (B)(6) 2008 - primary repair of incisional hernia. Mesh found that was contracted and had a piece of bowel stuck to it. (B)(6) 2009 - open ventral hernia repair with parietex composite mesh. Extensive lysis of adhesions to previous mesh repairs.